Manufacturer narrative:
Additional information received: per the physician, the likely cause of the type ib endoleak was distal aneurysmal degeneration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿perioperative and mid-term results of trans-graft embolization of the hypogastric artery for treatment of type ii endoleaks after endovascular aortic repair with off-label use of re-entry catheters¿ an endurant ii stent graft system was implanted in an evar procedure on an unknown date. The procedure was reported to be technically successful. The patient underwent normal yearly follow-up for eleven years and then owing to the covid 19 pandemic did not get seen again until another three years later. At this stage a cta was performed for another medical reason but did show bilateral ib endoleaks with a 12mm increase in aneurysm diameter. Intervention was performed where the right hypogastric artery was embolized and a stent graft implanted. A plug was placed in the distal portion of the right hypogastric artery, however its most proximal portion was dilated which gave way to origin of a collateral vessel. At this time it was felt this vessel would not give way to a meaningful type ii endoleak, so it was not embolized. Then, to preserve hypogastric patency on the left side, an iliac branch device was placed a non-mdt stent and placing another non-mdt stent as bridging stent in the hypogastric artery, which was post-dilated to ensure good apposition at the proximal and distal landing sites. The procedure had no perioperative complications, and the 1-month cta was regular; however, after 1 year, a new cta showed a type ii endoleak from the right hypogastric artery. The type ii endoleak was successfully treated using a novel technique employing re-entry catheter in an off-label fashion. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿perioperative and mid-term results of trans-graft emb olization of the hypogastric artery for treatment of type ii endoleaks after endovascular aortic repair with off-label use of re-entry catheters¿ griselli f, d¿andrea a, lepidi s, granado b, badalamenti g , d¿oria m j vasc surg cases innov tech. 2024 nov 8;11(1):101674. Doi: 10.1016/j.jvscit.2024.101674 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unk-cv-sr-endurant ; s:n unknown d 6a ; year valid only medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.